Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed, radiological studies were carried out and the patient will be monitored in clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) epicardial lead exhibited a unipolar low impedance alert, and chronic high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.